Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy, during intestinal/colon resection, after connecting the reload, the tissue was clamped in preparation for firing. However, when an attempt was made to squeeze the handle, the surgeon was unable to do so, and the firing could not be done. A new handle was used to resolve the issue. There was no patient injury. Pli 20: product received without accompanying information. Pli 20: medtronic's initial evaluation of the incident is that the jaws were not fully closed and the anvil was found to be deformed.